Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that defibrillation is not possible. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The authorized service provider (asp) engineer checked device and found the problem caused by user wrong operation. Asp engineer guided user for correct operation, confirmed device is no problem.